Event description:
The right elbow of a heavy patient was examined using MRI and a flexmcoil. The patient was large and fit snug in the bore. The patient complained of tightness of bore around them. During the exam the patient complained of a warm feeling on the right abdomen and hip. The patient was repositioned and the examination continued. Several scans were performed and repeated due to patient movement. At the end of the study, the patient did not state they were injured nor burned. Technologist did not observe any injuries. Days later, they were informed that the patient sustained an open wound and burn on their right hip. The patient was seeking additional medical treatment.